Event description:
While positioning the balloon catheter over the pgw jindo (503552) wire, the physician encountered resistance. After retrieving the wire, the physician noticed the guidewire was damaged; it contained a bump at a point. The bump observed on the guidewire was a bend. There were no damages to the package. The guidewire was inspected before use and no kinks were observed. The procedure at the superficial femoral artery (sfa) was fine. There were no reported pt complications. After a failure affect laboratory (fal) analysis of the product on in 2007, the analysis revealed that the coilwire area of the jindo wire was stretched and offset. This failure is reportable under medical device regulatory reporting guidelines.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, the physician found it difficult to advance the balloon over the wire. Upon removal of the guidewire it was discovered to be bent and the coilwire was stretched and offset. There was no reported pt injury. The guidewire was inspected prior to use and no anomalies were found. Confirmed an offset coilwire area and stretched coilwires. Accordioned ptfe sleeve and bends and kinks in the guidewire were also noted. Per lake region file no. C4264: as received, the specimen does not present any obvious indication of manufacturing defect or anomaly. Except where noted, the specimen appears visually and dimensionally correct. A review of the device history for the reported lot of product indicates all processes and specifications were adhered to with no deviations or anomalies noted. The complaint documentation does not provide much in the way of relevant info regarding procedural or clinical details beyond, "while positioning the balloon catheter over the pgw jindo (503550) wire, the physician encountered resistance. After retrieving the wire, the physician noticed the guidewire was damaged; it contained a bump at a point. The procedure at the superficial femoral artery (sfa) was fine. There were no reported patient complications" and "the bump observed on the guidewire was a bend. There were no damages to the package. The guidewire was inspected before use and no kinks were observed". As noted in the complaint narrative, no damage or abnormalities were noted to the specimen device prior to the attempted clinical use. The damage to the distal coil segment and the ptfe tubing indicates constraint forces were involved, possibly as the unidentified balloon catheter was advanced over the wire. Based on the evidence presented by the sample article and the complaint documentation, it appears that procedural and clinical factors contributed to the event as reported. Without further info or evidence, assignment of the root cause of this event is subjective. All records indicated that the product was final inspection tested at lake region manufacturing and determined to be acceptable. In conclusion, based on the info available, it appears that the bent guidewire and the stretched/offset coilwire was caused by the operational context of the device and is not related to a product quality issue.